Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Reprogrammed sensor to perform linearity testing and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported experiencing symptoms described as "couldn't function, couldn't walk, was going backwards" and a loss of consciousness. Customer had contact with an hcp and a reading of 163 mg/dl was obtained on the hcp device and compared to a sensor scan result of 300 mg/dl. Customer was treated with "sugar to level the bg level", and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported experiencing symptoms described as "couldn't function, couldn't walk, was going backwards" and a loss of consciousness. Customer had contact with an hcp and a reading of 163 mg/dl was obtained on the hcp device and compared to a sensor scan result of 300 mg/dl. Customer was treated with "sugar to level the bg level", and no further treatment was reported. There was no report of death or permanent impairment associated with this event.